Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because of the calcified condition of the aortic valve which stopped the advancement of impella. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old male in acute myocardial infarction cardiogenic shock was attempted with an impella device implant, which was unsuccessful. The impella cannula was advanced into the aortic arch. Due to heavy calcifications within the aorta and a calcified narrowed aortic valve the impella cannula was unable to advance any farther. The back of the cannula, towards the motor head, would pinch and not advance. Ultimately, the physician elected to remove the impella device and place an intra-aortic balloon pump.